Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a motor error alarm on the insulin pump. They also received a no delivery alarm when doing a bolus. The customer's blood glucose level was 144 mg/dl. Troubleshooting was performed. The customer stated that they were unable to resolve the issues and had discontinued use of the insulin pump. They were on their back up plan of manual injections. The device will not be returned for analysis.